Event description:
It was reported that this pacemaker reverted to safety mode. Boston scientific technical services discussed that the device needs to be replaced. This device remains in service. No adverse patient effects were reported.